Event description:
Patient underwent dual chamber ICD implantation. During procedure, ra lead would not screw into cardiac tissue. New lead obtained and inserted without difficulty. Appropriate sensing and pacing noted.